Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Pump downloaded properly to the carelink software noted. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. Device received with missing display window cover, serial number label fading, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers nurse reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 322 mg/dl at the time of the incident. The customer was treated with insulin drip. The customer had symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. It was reported that they had stuck button alarm in history. It was reported that the customer was not on auto mode. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.